Event description:
It was reported that (1) hp052 was used with cs14c during a para thyroidectomy procedure. It was reported by the rep that midway thought the case the blade locked out. The blade was cleaned off retorqued and activated again. The blade still did not function. The rep tested the handpiece using the test tip and received the solid audible tone. The rep determined that the handpiece was defective. It is unknown how the case was completed. There was no consequence to pt. In 2000, the case was completed by bovie.